Event description:
A 5 mm diameter x 12 mm length racer biliary stent system was inserted into a patient for the endovascular treatment of a left renal artery lesion in 2004. Ostium of the renal artery was extremely calcified and the vessel was not pre-dilated when the stent was initially attempted to be inserted. The vessel was then pre-dilated and the device re-inserted. It was reported that the delivery system was advanced too far into the left renal artery and the physician wanted to make adjustments to reposition it in the correct location by pulling back on the delivery system when the stent came off the balloon. The delivery system including the stent and the guide catheter were successfully removed from the pateint. Another racer stent was used to complete the case. No clinical sequelae were reported. The delivery system was returned to medtronic and its evaluation is pending.